Event description:
It was reported that, "dr asked during irrigation & debridement procedure that previously implanted neuroflex had a transverse disruption near the proximal attachment point of a nerve repair. The small proximal portion of neuroflex was extracted from the patient. The neuroflex was re-attached to the proximal nerve segment, as caught length of neuroflex proximal to bridge the gap. Multiple irrigation & debridement procedure was performed between initial implant on the previous month, and this issue was noted."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received, will be provided on a supplemental report.